Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's syringe size sensor was reading incorrect, and the operator complained about the plunger pressure sensor having occasional problems. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. Visual evaluation found no evidence of physical damage. Event history shows syringe flange not in place. Device powered on as normal and worked as intended; cannot duplicate reported problems but it was verified in device history. Size pot was replaced as a preventive measure. Calibration and motor drive test were performed, and device passed all testing.